Event description:
It was reported that the handpiece of the device would not communicate with the generator upon set up for the procedure. It was also noted that the handpiece was used past its expiration date. The procedure was canceled and had to be rescheduled. The patient recovered without sequelae.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of handpiece model 8929 lot# 17461 showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.